Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and blood glucose level of 690 mg/dl. The customer was treated with insulin therapy and discharged with no permanent damage. Reportedly, pump touchscreen was unresponsive. Reportedly the customer continued to use the pump for insulin therapy.